Event description:
It was reported that the patient felt stimulation in the wrong area and had a lack of therapeutic effect. It was added that the patient only felt stimulation in her left leg. It was stated that the patient felt a "charley-horse" and it prompted her leg to occasionally "give out" on her. It was noted that the patient met with her doctor on (B)(6) 2012 to make adjustments. It was added that the patient states she hasn't felt the stimulation since then, except when she recently tried to turn her stimulation up to 4.0 volts. It was stated that patient had reprogramming done on (B)(6) 2013 and the patient's stimulation decreased because of this. It was stated that after numerous attempts at reprogramming, it was decided to revise the lead and implant a new one on the contralateral side due to pain down the leg and the loss of therapeutic effect. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4). Product type: programmer, patient: product ID 3 889-28, lot# va04d8p, implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product type: lead: product ID 3889-28, lot# va04d8p, implanted: (b)6) 2012, explanted: (B)(6) 2013. Product type: lead. (B)(4).